Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; allopurinol, aspirin, citalopram, furosemide, gabapentin, levothyroxine, metoprolol succinate, potassium chloride, vitamin d2 and xarelto.

Event description:
On (B)(6) 2008, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. During the initial implant procedure a contralateral leg component was reported to have been implanted within the patient¿s right common iliac artery. According to the report, on (B)(6) 2018, routine follow-up imaging identified a 4.0 cm right common iliac aneurysm. The physician attributes the enlarging iliac artery to underlying disease progression. On (B)(6) 2018, an additional procedure was performed whereby a gore® excluder® iliac branch endoprosthesis was implanted for distal extension on the contralateral leg component previously implanted on the patient¿s right side. Additionally, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the right internal iliac artery. No adverse events were reported. Final angiography showed exclusion of the right iliac artery aneurysm, and the patient was reported to have tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
During the initial implant procedure performed on (B)(6) 2008, it was reported, the right common iliac artery was noted to be slightly aneurismal, however, the physician elected to conclude the procedure and will continue to monitor the right common iliac aneurysm.